Manufacturer narrative:
The acecide was discarded and the water filter was sent in for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus when the concentration was checked on six (6) endoscope reprocessors (model numbers oer-4 and oer-5), the concentration was determined to be a nanogram (ng), which was lower than expected. Additionally, foreign matter was detected on the oer water filter at the water supply hose attachment port. The customer suspects that there may have been an issue with the disinfectant that was used (acecide) or the water filter. According to the customer, the acecide concentration was checked on the third day of its use and the test strip was pure white. It¿s unknown how many times the oer-4 was used during this time but the customer reported normal usage was about five to ten times a day. Normally, the customer checks the concentration usually after five (5) days or after 16 times. The customer was checking the concentration in preparation for cleaning the scopes before a colon examination. The customer did not have any issues with the oer-3s onsite, even when checking the concentration on day six (6). It is unknown when the concentration of acecide first became ng and it¿s unknown if any scopes that had been reprocessed around this time were impacted or were used on a patient if impacted. There were no reports of patient harm associated with this event. Patient identifiers: (B)(6) (oer-4/sn (B)(4)), (B)(6) (oer-4/sn (B)(4)), (B)(6) (oer-4/sn (B)(4)), (B)(6) (maj-2318), (B)(6) (maj-2318), (B)(6) (oer-5/sn (B)(4)), (B)(6) (oer-5/sn (B)(4)), (B)(6) (oer-5/sn (B)(4)), (B)(6) (maj-2317), (B)(6) (maj-2317) and (B)(6) (maj-2317).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-jan-2022. This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation of the returned water filter discovered a foreign material which was brown in color. This foreign material was subjected to elemental examination which revealed the following: fe (iron) and o (oxygen) were detected as the main components in the brown foreign matter, and al (aluminum), si (silicon) and p (phosphorus) were detected as other components. But cu (copper) and zn (zinc), which cause an early decrease in the disinfectant concentration, were not detected. This list details the suspected origin of each substance: -detected components (aluminum, iron): there is a possibility that the components used in the water pipes have dissolved into the tap water. -detected components (silicon, phosphorus): there is a possibility that the components are contained in tap water. In addition, although it is speculated as to the cause of the early decrease in the concentration of the disinfectant, there is a possibility that the temporary outflow of cu and zn from some route caused the decrease in the air supply concentration of the disinfectant. Based on the investigation failing to find evidence of copper and zinc being detected under elemental analysis, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.